Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. An 8.0 x 40, 75cm mustang balloon catheter was advance for dilation. During the procedure, it was noted that the balloon ruptured upon fourth inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.